Event description:
It was reported that during a hysterectomy the patient shows skin burns at the moment to close the cavity.

Manufacturer narrative:
(B)(4). Batch #: u94r7l. Additional information was requested and the following was obtained: what is the severity of the burn? The burn is considered a second degree burn. What medical intervention was used to treat the burn? (Such as ointment or stitches) plat sulfacidine. In addition to the burn, did the patient experience any adverse consequences due to the problem? Treatment of burns after surgery. Is there any anticipated long-term effect of the burn or injury? No. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the IFU states: during energy activation in tissue, heat will be produced which may lead to the conversion of water into steam. This may lead to unintended tissue effects in close proximity to the jaws, and it is recommended that precautions be taken to protect surrounding tissue. This effect is more likely to occur when operating in confined spaces.* o *precautions may include, but are not limited to, the use of smoke evacuators, retractors, or damp gauze/sponges in addition to the previous questions asked could you please also let us know the user¿s experience with this device and what precautions were taken by the user in this procedure to protect surrounding tissue? An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2022. D4 batch #: u94r7l. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslx120l device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. No anomalies were found that could have cause the unintended thermal injury issues reported. During analyzed, it was determined that the device was connected to more than one generator. Multiple patient use may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.